Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: the returned trapezoid rx was analyzed, and a visual analysis found the side car rx was pushed back by 3mm. The handle cannula was broken. The customer provided a picture showing the handle cannula was broken. The reported event that the handle cannula broke was confirmed. Based on all available information, the side car rx pushback is most likely due to the amount of force applied on the thumb ring from the handle when attempting to destroy the stone. Due to this force, the working length retracted itself, pushing back the side car. Also, it is possible that the same force to destroy the stone has put the entire device under a lot of pressure leading to the handle cannula to break. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, after the basket was opened to remove a stone and gravel, the handle cannula broke. The basket failed to open again. The basket was removed and another trapezoid rx was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the device was provided and showed the handle cannula broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During procedure, after the basket was opened to remove a stone and gravel, the handle cannula broke. The basket failed to open again. The basket was removed and another trapezoid rx was used to complete the procedure. There were no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the device was provided and showed the handle cannula broken.